Event description:
It was initially reported that the neurologist mentioned one of his pt's had vocal cord paralysis, but at the time of the report, it was not clear if it was a generalized statement or for a specific pt. Good faith attempts to obtain additional info on the specifics and to confirm event have been unsuccessful to date.